Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blender pca needs to replace to address the issues. While oxygen blender pca needs to be replaced based on the contents above, repair has been canceled since the end of the lease term has come. This device will be scrapped. Confirmed the software version is 14.1.03.